Manufacturer narrative:
.

Event description:
The customer stated that they sporadically get high results for ion selective electrode (ise) sodium and bicarbonate (co2). When repeated, the samples will result in the normal range. The customer had questionable results for two samples tested for ise sodium and co2. Of the two samples, one had an erroneous ise sodium result that was reported outside of the laboratory. The customer stated that they had the same issue occur on (B)(6) 2016 and that the field service representative made repairs to the analyzer. No specific details were provided regarding this previous occurrence. The sample initially resulted as 169 mmol/l and this value was reported outside of the laboratory to the nurse. The result was questioned, so the sample was pulled and repeated on a different c501 analyzer, resulting as 139 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The ise sodium electrode lot number and expiration date were asked for, but not provided. The field service representative reviewed the analyzer and found a small hole in one of the rinse tubings. He also found that the cuvette rinse adjustment was not locked down. He replaced all the rinse tubing and adjusted the rinse volumes.